Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to ask about radiation therapy guidelines. During the call the caller provided information from the patient's medical records that the patient had a pocket revision to have the stimulator moved as the result of a non-healing wound, the caller thinks it was a seroma. The caller indicated that the issue occurred soon after implant ((B)(6) 2016) as the procedure for the pocket revision was on (B)(6) 2016. Troubleshooting was not required.